Event description:
It was alleged that a patient received a discrepant result when tested with coaguchek in range meter serial number (B)(6). A sample from the patient was tested in the laboratory using the stago method, resulting in a value of 2.8 inr. Within 3 hours of laboratory testing, a sample from the patient was tested using the meter, resulting in a value of 3.9 inr. The patient's therapeutic range is 2.5 - 3.5 inr.

Manufacturer narrative:
A retention meter was sent to the customer. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." Section e3: occupation is patient/consumer.

Manufacturer narrative:
The patient measured additional discrepant results. On (B)(6) 2024, a sample from the patient was tested in the laboratory, resulting in a value of 2.8 inr. At an unknown time on the same day, a sample from the patient was tested using the questioned meter, resulting in a value of 3.8 inr. The patient was sent a retention meter. The serial number of the retention meter is unknown. On (B)(6) 2024, a sample from the patient was tested using the questioned meter, resulting in a value of 3.8 inr. At an unknown time, the same day, the patient was tested using the retention meter, resulting in a value of 3.9 inr. At an unknown time, the same day, a sample from the patient was tested in the laboratory, resulting in a value of 2.9 inr. The investigation did not identify a product issue.